Manufacturer narrative:
The device was being returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device-dependant patient implanted with this implantable cardioverter defibrillator (ICD) had collapsed and was found to be in ventricular fibrillation (vf). It was reported that the device had undersensed the rhythm. Upon device interrogation there were several episodes of undersensed vf. As a result the defibrillation lead was surgically abandoned. The device was explanted and the patient was upgraded to bi-ventricular device. It was also reported that the patient had high defibrillation thresholds.